Event description:
Complainant alleged that during training, the autopulse® platform displayed several user advisory ua 13 (battery fault detected) "replace battery" messages, within 5 seconds of powering the device on. The device subsequently powered off. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned battery was performed and no anomalies were observed. Functional testing of the battery was performed and found that the battery was within specifications. No anomalies were observed during evaluation of the returned battery that could have contributed to the reported complaint that the platform displayed a user advisory (ua) 13 (battery fault detected). A review of the autopulse platform archive under related MFR 3003793491-2014-00191 was performed and the following was observed: the reported ua 13 occurred on (B)(6) 2014, rather than on the reported event date provided of (B)(6) 2014. The archive also showed additional ua 13 faults as well as under voltage (< 18 v) errors occurring with the platform. A review of the archive data was also performed in order to assess if the customer was properly maintaining the batteries being used. This review found that although the customer is not performing daily checks as recommended in the device IFU, they are maintaining their batteries properly. Based on the archive review, a cause for the observed errors could not be determined. Functional testing of the platform could not duplicate the reported ua 13 faults. A cause for the ua 13 and under voltage errors could not be determined based on functional evaluation of the platform. Although no cause could be identified during functional testing, it should be noted that the pdb board was replaced as a precaution. In summary, there were no issues noted with the returned battery that could have contributed to the reported event. The reported complaint of the platform displaying ua 13 faults was confirmed based on review of the archive for the platform used with this battery. Based on archive review as well as functional testing of the platform, a cause for the reported complaint could not be determined.

Manufacturer narrative:
Complainant also reported that proper battery rotation is being performed. Product in complaint was initially received by zoll (B)(4). Zoll (B)(4) was able to confirm and duplicate the customer's reported complaint. Product in complaint will be returned to zoll (B)(4) for further investigation. A supplemental report will be filed once investigation has been completed. Please see the following related MFR reports: #3003793491-2014-00191 for autopulse platform sn (B)(4).